Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing a syncopal episode. The rep interrogated the device and noted that crosstalk had occurred on the last automatic sense test and then noted an increase in atrial capture threshold. Programming changes were made to help prevent the behavior in the future. The patient was stable at the time of the call and throughout the device interrogation and will continue to be monitored remotely.